Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were frequent failures in main drawers 2.2 and 4.1. A field service engineer (fse) found no issues inside either drawer. The field service engineer then reseated all connections in the backs of both drawers and replaced the retractor band on drawer 4.1 due to wear. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a main drawer failures. The customer reported that issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.